Event description:
It was reported that the patient came for regular check up without any complaint. In situ measurements show 8 electrode channels in high impedance status. At the latest check, 7 electrode channels were in high status. There was no trauma, infection or impact reported. Reimplantation is considered but a date has not been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The bilaterally implanted patient came for a regular check-up without any complaint. There was no trauma, infection or impact reported. The external device was working properly. The patient has been re-implanted.

Manufacturer narrative:
Add'l info: according to the currently available info, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress. To determine an exact root cause, a device investigation of the explanted device is necessary. If and when the pt is explanted, the complaint will be reopened.

Event description:
It was reported that the bilaterally implanted pt came for a regular check-up without any complaint. There was no trauma, infection or impact reported. Re-implantation is planned to take place at the end of (B)(6).

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.